Event description:
Boston scientific received information that this patient presented to the emergency room after a syncopal event. The physician stated patient reported palpitations for three days prior. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted an no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.